Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that an hcp called in on (B)(6) 2023 and was told by the patient that device had been dead since (B)(6) 2023 and that they patient couldn't charge it. Technical services recommend that patient calls patient services for troubleshooting. It was noted that the patient had appointment with hcp scheduled for (B)(6) 2024. Additional information was received from the patient who called in on the same day. Initially they stated that their battery was "dead on the bowel stimulator" and that they needed an MRI of their knee. The patient stated they'd been very sick since labor day and that they had just gotten over that but then they fell and "busted" their knee against a cabinet and now they couldn't walk and they needed an MRI. Patient services reviewed with the patient that if the ins battery was dead they wouldn't be able to activate MRI mode but offered to assist the patient in trying to connect to their settings. The patient was then able to connect to their sett ings and the therapy was on. The patient stated "whoa ok I'm getting a thrill" as they were connecting and the patient stated they were feeling the stimulation while the communicator was over the ins site. The patient stated it was only momentarily and that it would happen every time they went to connect since they were implanted. Patient services asked the patient what had led them to believing the ins battery was dead and the patient stated "now that I think about it, I think it was the communicator that was dead" but that while they were on hold waiting for 40 minutes to talk to patient services they'd had enough time to charge the communicator up enough that it had enough charge to use. The patient stated they were surprised to see that the communicator battery was lower then the handset battery and noted that they would just have to "watch it" with the communicator from now on. The troubleshooting steps taken on the call resolved the reported issue. The patient was able to activate their MRI mode and also check their ins battery life and it said it was "ok". The patient wanted to stay in MRI mode because they were going to call the facility back to get in to get the scan after all as the MRI technician had told the patient they would try to fit them in later if they were able to resolve their issue. Patient stated their initial follow up health care provider (hcp) had been replaced with another hcp. Patient stated they had an appointment with their new hcp to check the implanted system but that wasn't until the first week of (B)(6) 2023.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction submitted to include consumer as initial reporter as well as the hcp. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the likely cause of feeling stimulation when the communicator is over the ins site was due to them having to reset their device for an MRI. Patient stated the issue was taken back to normal after they had their MRI in february. The issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.